Event description:
It was reported that at the six week post implant follow up visit, the patient was noted to have dizziness and the right ventricular lead thresholds were noted to have increased and were now high. Reprogramming was performed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).